Event description:
Physician reported event as "lap-band was removed to repair a hernia and broke during reinsertion. Another lap-band was inserted successfully." Event further clarified as breakage noted at the junction of the band and tubing. Causality of the hernia is unknown.

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the catalog number, serial number and the implant date provided, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of a damaged device: "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery." Device labeling addresses the possible outcome of hernia as follows: other adverse events considered related to the bioenterics lap-band system that occurred in fewer than 1 % of subjects included: ...hiatal hernia, ... .